Event description:
It was reportd that the aortic perfusion cannula was found to be unusable. It was reported that there was a piece of placstic that was found adhered to the cannula. This was found at prep;therefore, no patient injury.

Manufacturer narrative:
Evaluation: the cannula and tray were received in a double plastic bag. The original pouch was not returned. The cannula appeared unused; no dried blood was visible on the cannula. The reported defect of "the plastic container had adhered to the cannula when taking the cannula out of the package'' was confirmed. A clear piece of plastic material was found adhered to the exterior cannula body. The source of the adhered material appeared to have originated from the tray as evidenced by the adhered material being similar in shape to a piece of the tray which was missing. The tray was also cracked in several locations in the channel where the cannula is placed. A device history review was performed and there were no non-conformances were identified during the manufacturing process. The root cause of the reported defect is unknown at this time. It is theorized that the packaged cannula was subjected to unusual storage conditions following product distribution. Trends will continue to be monitored on a monthly basis and if trends continue appropriate investigation will be performed.

Manufacturer narrative:
Device received and currently under investigation for root cause.